Event description:
It was reported that, "stem and femur broke at junction."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.